Event description:
Several attempts were made to obtain add'l info regarding this incident. No further info available.

Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon completed the procedure in 2002. Patient returned 2 days later to find that the anastomosis was leaking. The patient, expired 3 days later. The product was discarded. On 11/08/02 sales rep called and did not have any updated information.